Event description:
The patient was undergoing a medical procedure using a benchmark 6f 071 delivery catheter (benchmark), a neuron select catheter 5f (5f select), and a sheath. During the procedure, the physician placed the benchmark into the left internal carotid artery (ica) via radial access using the 5f select and sheath. While removing the 5f select, the benchmark started to leak near the hub. Therefore, physician removed the benchmark in one piece. The procedure was completed using another benchmark. There was no report of an adverse effect to the patient.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Manufacturer narrative:
Evaluation of the returned benchmark revealed a fracture on the proximal end of the catheter. Based on the reported complaint, the benchmark was removed in one piece, therefore it is likely that a kink worsened to the observed fracture after removal from the procedure. If the benchmark is manipulated against resistance during use, damage such as a kink may occur. This damage may have contributed to the reported leak near the hub. Further evaluation of the device revealed kinks, and ovalization along the catheter shaft. Based on the reported complaint, this damage was incidental to the complaint and likely occurred during packaging for return to penumbra. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.